Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 5 patients. Three of the five results were reported to the doctors. The samples were rerun and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discordant calcium_2 results.

Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 5 patients. Three of the five results were reported to the doctors. The samples were rerun and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discordant calcium_2 results.

Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 5 patients. Three of the five results were reported to the doctors. The samples were rerun and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discordant calcium_2 results.

Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 5 patients. Three of the five results were reported to the doctors. The samples were rerun and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discordant calcium_2 results.

Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 5 patients. Three of the five results were reported to the doctors. The samples were rerun and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discordant calcium_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant calcium_2 results was a frozen dilution with a new motor. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant calcium_2 results was a frozen dilution probe discharge pump (dop) motor. The pump was rebuilt with a new motor. The instrument is performing within specifications. No further evaluation of the device is required.